Event description:
It was reported that during use of this shaver burr in an acromial resection, the tip broke off in the surgical site and was retrieved with a grasper. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the device was received for evaluation and the reported problem was confirmed. The tip of the shaver burr from the inner tube was broken off at the weld. A visual examination found gall marks on the outer tube, which can occur if excessive lateral force is applied during use.